Event description:
It was reported that the pump touch screen was cracked, unresponsive. And unreadable. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy.